Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient experienced an unintentional disconnection of their transfer set from their titanium adapter. The patient immediately reconnected the devices, then subsequently acquired peritonitis and was hospitalized for the event the same day. The patient was treated with fortaz 2 gm intraperitoneally (ip) and vancomycin 2 gm ip (frequency of the antibiotics was unknown). The patient had completed her antibiotic treatments for the peritonitis event on an unknown date during the same month as receipt of this report. The cause of the peritonitis event was due to the disconnection of the transfer set and the titanium adapter and then immediately reconnecting the devices. The patient was discharged five days after admission. At the time of this report the patient was fully recovered from the peritonitis event. The patient was retrained in aseptic technique on an unknown date. Continuous ambulatory peritoneal dialysis (capd) therapy was ongoing at the time of this report. No additional information is available. This is report 2 of 2 involved in this event.